Manufacturer narrative:
Upon receipt, the lead was found dissected at 12 cm distal to the is-1 connector pin. Only the proximal fragment was received. It is reasonable to assume, that the dissection of the lead most likely originated from the explantation procedure. The returned fragment was visually and electrically analyzed. The inspection of the insulation confirmed that the fragment was, apart from the dissection area, free of insulation breaches. In addition, the dc resistances of the conductor fragments were investigated. No peculiarities were found. The quality documents associated with the manufacture of this particular lead were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In summary, no deviations were noted in the available lead fragment which might be related to the clinical observation.

Event description:
This lead was explanted due to noise, inappropriate shocks and increased impedances on (B)(6) 2014. Should additional information become available, this file will be updated.